Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while following up on a different case, a manufacturer representative took a spin of the demo spine model and confirmed that they were inaccurate by one millimeter deep. The system was tested before a case and no patient was present. The representative confirmed that they did a rad/gain calibration and when testing, they did not see inaccuracy. The surgeon also confirmed no inaccuracy on the test spins.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.